Event description:
It was reported that on an unknown date, the surgeon was doing a tibial nail advanced and after inserting the nail initially, they backslapped the nail out to redirect it. When it came out, they were checking to make sure the inlay was still lining up with the screw holes. This is when they noticed that the peek insert was no longer in the distal portion of the nail. The surgeon put a guide rod through the nail to see if the inlay had been pushed into the nail, but nothing came out of the nail to indicate this had happened. They were not able to locate the inlay and put the nail back in without it. The proximal inlay was also rotated after backslapping and had to be realigned to match the holes.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photographs attached were reviewed, however they do not represent the reported complaint. In the evidence provided it was only possible to observe the label with the batch number, product code and product name. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.043.330s-us lot number: 9253p51 it was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 14 feb 2024 manufacturing site: jabil bettlach expiry date: 31 jan 2034 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.